Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the handle on the cusa excel 36khz straight handpiece (c2602) was very hot. No information on patient involvement or surgical delay has been provided.